Event description:
It is reported that an expired product was implanted.

Manufacturer narrative:
Evaluation summary: the product was labeled correctly with the appropriate expiration date, however the product was still implanted by the user. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.